Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hyperglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient was at school and her blood glucose (bg) levels dropped to 32 mg/dl. The patient was pulled out of school at which the patient's mother took her to see her doctor who gave her a manual injection of glucagon. Her bg level rose to 44 mg/dl and was then taken from the doctor office to the emergency room (ER). At the ER, they monitored her bg levels as the injection was enough. The pod was worn between 4 and 24 hours on the abdomen.